Manufacturer narrative:
The tech found the stretcher had a broken set screw in the head end hex rod. The tech drilled out the broken screw and replaced it and adjusted the brake casters to resolve the issue.

Event description:
The tech alleged that the head end brake casters would not hold on the stretcher. No injury reported.